Manufacturer narrative:
(B)(4) - transfusion of blood products is not listed in the instructions for use. (B)(4) -balloon rupture is listed in the instructions for use. No product was returned to assist in this investigation. Balloon burst, compliance, and fatigue verification testing performed. The device is inspected to ensure balloon is undamaged. Vendor burst tests a minimum of 10 balloons per lot. Each device is leak tested and the balloon bonds are examined. Each device is shipped with instructions for use (IFU) the delineates the proper inflation and deflation procedures. These detection activities will likely result in a very high probability of detection to prevent rupture. The related burst pressure is documented in the IFU and label. Without the complaint device, a thorough root cause analysis is not possible. The event description does not state if it was suspected that the balloon ruptured or suffered some other damage. Inflation pressures were not provided nor was a description of pt anatomy. Device rupture resulted in difficulty withdrawing and removal. In the absence of complaint detail, it is difficult to determine factors other than pt anatomy that may have contributed to this complaint. Due to this absence of detail the root cause for this complaint is inconclusive. Difficult anatomy and lesions may require the use of a balloon with a higher rate burst pressure (greater than or equal t 15 atm). Due to this absence of detail the root cause for this complaint is inconclusive. We will continue to monitor for similar complaints.

Event description:
Per complaint email: the doctor inserted two epic 10 x 40 self expanding stents into bilateral iliac arteries in a pt. When post dilating the right common iliac stent with an advance 35lp 9 x 40 balloon the balloon burst. During simultaneous dilatation of left iliac stent with an advance 35 lp 9 x 40 balloon did not burst. He then post dilated the left common iliac stent with an advance 35lp 9 x 40 balloon without difficulty simultaneous with right with an advance 35lp 9 x 30 balloon. He then post dilated the right common iliac with the remaining 9 x 40 balloon advance balloon and this balloon also burst. Additional info received on (B)(6) 2012: the pt experienced a retro-perineal bleed. The pt received blood. The pt is stable and at home.